Event description:
It was reported that the oxygenator was leaking. The oxygenator was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) confirmed an oxygenator leak due to a break in the inner housing; however, a specific root cause for the break could not be conclusively determined through this evaluation. The oxygenator was primed then placed into the circuit approximately 30 minutes later. It was reported that within approximately 5-10 minutes of blood flow, the oxygenator began to leak. Pump speed was 4500 revolutions per minute (rpm) with flow of 3.4 liters per minute (lpm) at the time the leak was noted. The oxygenator was exchanged. The oxygenator was returned to abbott where an initial visual inspection was performed which revealed no obvious damage. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 lpm and remained in the mock loop for 10 minutes. A slow drip in the lower part of the oxygenator was confirmed, near the blood outlet port. The device was sectioned by removing the lower housing, refilled with water, and pressurized. The point of loss occurred due to a break in the inner part of the module of the oxygenator. The device history record for the oxygenator, lot #9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets communicated that this event will be monitored within eurosets trend reporting, and in case of adverse trends, further investigation and/or corrective actions will be carried out. Additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The production documentation for the eurosets amg pmp oxygenator, lot #9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including blood leakage caused by mechanical failure. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿during bypass¿, the IFU instructs that during the entire procedure, according to good prefusion practices, monitor the integrity of the system for leaks absence. In this section, the IFU warns that ¿during cpb (cardiopulmonary bypass) check the oxygenator integrity, a small breach can also result in continuous blood loss, bacterial risk, viral infection or pyrogen reaction. A large breach can result in rapid blood loss leading to shock and death. If leakage occurs replace the oxygenator with a new one.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that an oxygenator exchange was being performed, so the oxygenator was primed. Within 30 minutes of priming, it was spliced into the circuit and within 5-10 minutes of blood flow through the oxygenator it began to leak. The pump speed was 4500 rpm and the flow was 3.44 lpm.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Sections a1-a4: patient information corrected no further information was provided. The manufacturer is closing the file on this event.